Event description:
Customer reports to have received a motor error alarm and excessive no delivery alarms. Customer's blood glucose at the time of call was 281 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. Customer also reports to have been hospitalized due to no delivery and high blood glucose of 499 mg/dl. Customer was hospitalized on (B)(6) 2014 with blood glucose of 250 mg/dl. Customer had large keytones and was treated with insulin drip and medicine for stomach upset. Customer was advised that insulin pump would need to be replaced due to motor error, no delivery and drive support cap being flushed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.